Manufacturer narrative:
(B)(4)

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. The inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed, the reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action.